Event description:
The customer alleged that the vent did not alarm till 10-30 seconds after low pressure condition occurred. Low pressure alarm was set to 10 cmh2o and the window read approx. 2.0 cmh2o. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The audible alarm assembly was replaced as a precautionary measure. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.